Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a "false no shock delivered message" during a cardiac event. It was reported to philips that the device was used on a patient experiencing a "cardiac event". The involved patient died. Paramedics responded to an event that occurred in the stands at a nascar race where CPR was being performed on a 61 year old male patient. The paramedics had reported that, despite receiving a "no shock delivered" message, there was a patient "jump" (muscular response) that they interpreted as the patient receiving the shock. The paramedics switched to a different defibrillator. The patient was reported to have died at an area hospital. The electrocardiogram (ECG) rhythm strips and case event file were provided for review. A philips clinician reviewed the event file which showed: the device was powered on, defib pads were placed, and the first shock at 150j was attempted at 1:52 elapsed time (et) for a rhythm of coarse ventricular fibrillation (vf). The shock was aborted, which resulted in a "no shock delivered" message. That aborted shock was followed by a "pads off" message, then a "pads on" message, and then an "ECG noisy signal" message. A second shock attempt, at 200j was aborted, was immediately followed by a "pads off" message. The third and fourth shock attempts at 4:33 and 7:30 et were also aborted . The event had intermittent pads off¿ and ¿pads on¿ messages and ECG noisy signal messages, both of which are consistent with insufficient pads to patient contact. A philips field service engineer (fse) evaluated the device and it passed all testing. Philips determined the defibrillator did not malfunction. The "no shock delivered" and noisy ECG signal messages observed by the users are consistent with a poor pads to patient connection. The device was returned to use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a false no shock delivered message during a cardiac event. It was reported to philips that the device was used on a patient experiencing a "cardiac event", and that the patient experienced an outcome of death.